Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had exposed to fluid. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports the type of fluid or moisture exposure to the pump was looks foggy tinge. Customer reports there is fluid under the lcd display. The insulin pump will be returned for analysis.